Event description:
It was reported that a patient, complaining of pain, was revised to address a post-operative fracture of a right s1 xia polyaxial screw shaft.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a patient, complaining of pain, was revised to address a post-operative fracture of a right s1 xia polyaxial screw shaft.